Event description:
It was reported that the device was explanted approximately after implant duration of 133.77 months, due to mitral stenosis. No further details were provided. Info learned from operative report.

Manufacturer narrative:
Device not returned.